Manufacturer narrative:
The lhr was examined including the final inspection records and the in-process measurements. There were no ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 36 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 36 line 12.75 - device explanted.

Event description:
Information provided states that patient had m6-c implanted in 2019 at c5/6 and c7/t1. Patient had previous fusion at c6/7 in 2016. The patient experienced non-specific neck pain. The MRI showed signs of infection. The m6-c was removed due to suspected infection.